Event description:
It was reported retroactively that there was t-wave oversensing that inhibited pacing due to the patient having a long qt delay with an intrinsic rhythm below 60 beats per minute. No additional information has been obtained and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.